Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported a leak inside the dialysis machine during treatment. It was reported the tubing was curved and would not fit in the machine. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when the leak occurred and has been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. Per pdrn the sample was discarded and was no longer available for evaluation. Additional follow-up was made with the pd patient, who stated the fluid leak was observed from the tubing and confirmed no fluid made contact with the cycler and stated he was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported a leak inside the dialysis machine during treatment. It was reported the tubing was curved and would not fit in the machine. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when the leak occurred and has been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. Per pdrn the sample was discarded and was no longer available for evaluation. Additional follow-up was made with the pd patient, who stated the fluid leak was observed from the tubing and confirmed no fluid made contact with the cycler and stated he was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.